Event description:
It was reported that the screw was broken giving the third round. In order to remove the proximal part of the screw, a kelly clamp was used. We used a shaver in order to remove the rest of fragments. There was no significant delay or patient injury reported. A biorci 8x25 was used to finish theprocedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One unopened 7x25mm biorci screw (w/8mm head) was returned for evaluation. The screw in question was not returned. Dimensional assessment of the returned screw confirmed it met print specifications. Without the return of the device in question and the limited clinical details provided we are unable to determine a root cause for the reported breakage.